Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. Additional information received from the field representative indicated that the system pocket has pus. This ICD was then used as an external temporary pacing device until a new system is implanted. There were no additional adverse patient effects reported. The ICD remains in service.

Event description:
Additional information indicates that this ICD that was used as external temporary pacing device was taken out of service as new system was implanted. The ICD is no longer in service. No additional adverse patient effects were reported.